Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42, which had occurred three or more times previously. No immediate adverse impact was reported on the customer's blood glucose level. However, the customer managed the alarms independently until a resolution was reached. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy, and a replacement pump was dispatched by technical support. The customer was instructed on how to put the current pump into storage mode and return it using the provided return materials.